Event description:
¿No flow alarm¿ was reported. No harm to any person has been reported. Complaintnumber: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had a ¿no flow alarm". The instant of time was not provided. As confirmed by getinge service and sales unit the cardiohelp was investigated by a getinge service technician (fst). The fst could not confirm that there is a "no flow alarm" recorded at this time. The customer reported that the problem took place on the 3rd of august. It was also told that the disposable release lever was accidentally knocked and the disposable came partly out of the sensor panel disposable drive. As a result of this circumstance the log files analysis show the error "pump disposable error - stop". No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The root cause was confirmed as an accidentally knock of the disposable by customer. Based on the results the reported failure ¿no flow alarm" could not be confirmed. Additionally, it could be confirmed, that the error "pump disposable error - stop" occurred which is an alarm and the flow stopped as per factory¿s specifications. In regards to the "pump disposable error - stop" in the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The IFU (instructions for use / 1.8 / en / 09) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation." Furthermore in the IFU( instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6) , elo#: (B)(4)) was reviewed on 2022-08-16. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: when additional information become available, the complaint will be re-opened and further investigation steps will be initiated.